Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder surgery the milling guard became bent inside the shoulder and metal debris was produced inside the shoulder. The splinters could be partially removed from the surgeon. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500fos flushcut burrs was returned for investigation. Visual inspection identified that the outer tube hood at the distal end of the burr had warped around the cutting head. The observed condition of the devices is consistent with prying/leveraging of the burrs against bone and/or hard tissue, resulting in interference between the outer tube hood and the cutting tip.